Event description:
Update: (B)(6) 2013 - sales rep reported revision surgery. Patient's right hip was revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient has pain, metallosis and inability to walk from asr hip implant.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.